Event description:
It was reported that the female connector of a minicap transfer set could not be disconnected from the patient line of an amia cassette; further described as "would not unattached from the patient line and had to be cut." This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.